Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage electronic assembly. The insulin pump was received with moisture damage on the motor, battery tube and vibrator assembly. The insulin pump was received with cracked case at the display window corner and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump went blank immediately after being exposed to moisture. The customer's blood glucose was 150 mg/dl at the time of incident. The customer's mother stated that a constant tone was occurring. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.